Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the pump was found to be faulty. The device doesn't heat up unless the pump is circulating the water. After the pump was replaced, the device passed all functional testing. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not running, was under-temp, and not reaching temperature. There was no patient involvement, and no patient harm/adverse event reported.